Manufacturer narrative:
Eval summary: poly shows backside wear and cold flow consistent with 6 years and 3 months implantation. Wear performance of a component is dependent on many factors, including patient activity and patient weight, many of which are out of the control of the manufacturer. The probable cause of failure is wear. H6: eval: both articular surface compartments exhibit wear and deformation. A portion of the lateral posterior edge appears to have been worn away. There is also deformation to the medial anterior edge. The backside was the engravings worn away. There are also two oblong protrusions on the backside that correspond with the holes in the baseplate. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis shows wear damage on articulating surface and the backside surface. Machining marks were seen worn off on both the surfaces. Energy dispersive spectroscopy analysis of the insert material showed a carbon (c) peak in the spectrum that is typical of uhmwpe. Few particles showing c and o elemental peaks and si, al, mg, ca, k and fe peaks were also observed.

Event description:
It is reported that the device was implanted in 2001. Revision surgery occurred in 2007, due to osteolysis.